Manufacturer narrative:
B5: the customer clarified the actual quantity of leaking large volume infusors was a total of three (3) large volume infusors and not a quantity of 28 as initially reported. H4: the devices were manufactured from june 28, 2019 - july 1, 2019. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection was performed to the photographs which showed evidence of a leak inside the bag that contained the devices. The pictures also showed an unspecified red luer cap which was attached to the devices at the white luer. The red luer cap is not a baxter product. Therefore, the reported condition was verified during visual inspection. Due to the nature of the samples, no additional testing could be performed. The cause of the condition could not be determined, however, the most probable cause of the leak is due to a suppler related issue or a user related issue due to the use of a non-baxter product (red luer cap) together with the baxter infusors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty eight large volume infusors leaked from unspecified locations. The devices were filled with 5-fluoruracil. This occurred prior to patient use. There was no patient involvement. No additional information is available.